Event description:
During index procedure, the patient had two endeavor sprint drug-eluting stents successfully deployed at lad. Approximately 1 month post index procedure, the patient underwent a staged procedure and had one endeavor sprint drug-eluting stent successfully deployed at lad. It was reported that the patient suffered an mi one day post the index procedure. The investigator assessed that the event was possibly related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi).